Manufacturer narrative:
A customer from outside of the united states observed a nonreproducible positive(reactive) atellica im 1300 toxoplasma g (toxog) result on a sample that resulted negative(nonreactive) upon repeat testing of the same sample and a second sample from the same patient. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
Customer observed a nonreproducible positive(reactive) atellica im 1300 toxoplasma g (toxog) result on a sample that resulted negative(nonreactive) upon repeat testing of the same sample and a second sample from the same patient. The initial result was reported to the physician who did not question the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, reactive atellica im 1300 toxog result.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00223 initial report on 15-jul-2022 and MDR 1219913-2022-00223 supplemental 1 was filed on august 9, 2022. A customer from outside of the united states observed a nonreproducible positive(reactive) atellica im 1300 toxoplasma g (toxog) result on a sample that resulted negative (nonreactive) upon repeat testing of the same sample and a second sample from the same patient. August 31, 2022 - additional information. The customer was using atellica im toxoplasma g (toxo g) lot 276 from (B)(6) 2022 through (B)(6) 2022 and a few days they used lot 278 since (B)(6) 2022. The customer observed 10 results that were equivocal from (B)(6) 2022 through (B)(6) 2022. Spetember 16, 2022 - additional information. The customer reported a false reactive result on a patient result for atellica im toxoplasma igg (toxog) when tested on atellica im with reagent lot 276. A second /different sample from the same patient was processed on the same system with the same atellica im toxog lot and was non-reactive. The original sample was run again on the same system and the initial reactive result was not reproduced. Siemens reviewed the customer's atellica im toxog calibration and quality control (qc) data and the data was comparable with internal and release data. Siemens reviewed the sample and reagent probe trace files and there is no indication there were any anomalies during the processing of the sample with the sample and reagent probes. Siemens reviewed patient field data and atellica im toxog lot 276 interpretation percentages recovered similarly with other lots. The calculated specificity on this account for atellica im toxog with lot 276 was 1215/1216= 0.999 x100= 99.9%. Per atellica im toxog instructions for use (IFU) 10995430_en rev. 02, 2019-08 the overall relative specificity results from the 3 studies is 99.6%. While there is insufficient information to determine the cause of the initial false reactive result, siemens cannot rule out preanalytic factors as a possible cause. Preanalytic factors and/or sample handling leading to particulate matter cannot be ruled out as the causative agent for the false initial reactive result. Based on the available information atellica im toxoplasma igg lot 276 is performing as intended and a product performance issue has not been identified. Customer is operational and no further action is required. In section h6, investigation finding, and investigation conclusion codes were updated based on additional information.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00223 initial report on 15-jul-2022 a customer from outside of the united states observed a nonreproducible positive(reactive) atellica im 1300 toxoplasma g (toxog) result on a sample that resulted negative (nonreactive) upon repeat testing of the same sample and a second sample from the same patient. July 19, 2022 - additional information. Siemens reviewed the sample and reagent trace files and no issues were identified. The customer confirmed that samples are centrifuged at 2400g for 15 minutes. The customer confirmed that the toxo m result was 0.29 index. July 25, 2022 - additional information the customer has tested a total of 7 patients with atellica im toxog lot 276 and all results are negative. August 3, 2022 - additional information from (B)(6) 2022 through (B)(6) 2022, the customer has run a total of 1355 results toxo igg in total. There are about 130 results >10 iu/ml . Siemens continues to investigate.